Manufacturer narrative:
The zoll cool line catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, a cool line catheter (lot # 209306) was used. A target temperature of 33°c was set; however, it was not achieved during the treatment course, and the patient's body temperature remained at 38°c. No abnormal physical conditions affecting the catheter flow, such as kinks or tight suturing, were observed. The catheter was disconnected from the start-up kit (suk) (lot# unknown) and flushed successfully, with no abnormalities noted during the process. Testing of saline circulation through the suk on a closed loop was not performed. Per the reporter, the suk was primed without any reported issues or anomalies. The catheter was not replaced, and the surface cooling therapy was utilized. No consequences or impact to the patient.